Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were verified through a review of the event history log by the presence of "upstream occlusion". Evaluation was unable to reproduce the reported symptom and found the cause to be a failed ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.